Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a soft reset due to an incomplete transmission which affected marker alignment and caused the device to beep. This is normal device functionality. No adverse patient effects were reported. The device remains in service.